Event description:
The following was reported via medwatch # (B)(4) received xxxx2024: oncoming rn was in the patient room with dayshift rn getting report when balloon pump alarmed autofill failure at 7/26/2024 1900. Both rns attempted to resolve the alarm and get the balloon to re-inflate using interventions which had been successful at resolving the frequent balloon pump alarms previously during the day. Patient had multiple alarms during the day and the previous night and frequent communication between nursing team, cvtx, and cts team throughout the day regarding alarms, balloon pump function, troubleshooting steps and backup safety plans. However, the alarm on the balloon was unable to be inflated via console. Cvtx physicians arrived at bedside around 1920 to further assist in iabp troubleshooting and guide treatment and care of the patient. Iabp clinical representative contacted by provider, via emergency phone number on console '1.800.777.4222' for further troubleshooting recommendations. No further troubleshooting recommendations by clinical representative. Attempts to re-inflate and restart balloon were stopped per cvtx team due to increased risks for adverse events (blood clots/ stroke/ pe) potentially associated with re-inflating the balloon following prolonged deflation. Iabp tubing clamped with cvtx team at bedside. Iabp issues discussed with cts team. Surgeon arrived around 2000, for removal of device in or. The insertion was reported to be axillary, which is not the method described in the device instructions for use.

Manufacturer narrative:
Additional initial reporters: (B)(6). The UDI # is incomplete as the contact person is unable to provide the lot #. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated sections / complaint record ID (B)(4).

Event description:
N/a